Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 3 months. Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient outcome was reported as ongoing. The patient remains ongoing on heartmate iii lvas, serial number (B)(4). The hm3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient had significant drainage from driveline exit site. Driveline exit site culture was taken on (B)(6) 2018 which has grown staph aureus that was resistant to bactrim. In light of the copius drainage, the patient was admitted for IV vancomycin treatment. CT of the abdomen didn't show any fluid collection around dles. No further information was provided.